Manufacturer narrative:
Correction: d6a was corrected in this record. A patient experienced lead migration was reported to abbott. X-rays confirmed lead migration. As a result, the s1 leads was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's s1 lead migrated, confirmed via x-ray. Surgical intervention may be undertaken to address the issue.